Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had poor visualization due to conical tip. Same device was used to continue with the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
Poor visualization due to conical tip. Continued procedure with poor visibility. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had poor visualization due to conical tip. Same device was used to continue with the procedure. The hospital did not report any patient effects. Additional information: ( nov 10, 2017 ) "after further discussion with the or staff, the poor visualization was due to a scope that was not clear. Scope was sent out for cleaning."

Manufacturer narrative:
Event description summary changed. Brand name changed to bom 7mm extended length endoscope, common device name changed to gcj, catalog # changed to c-vh-1111; lot # removed; serial # added, PMA/k510(k) corrected, labeled for single use? - answer changed to no. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The initial emdr was filed for catalog c-vh-2400. A correction was received on nov 10, 2017. This follow up captures the correction.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the poor visualization was due to a scope that was not clear. Scope was sent out for cleaning. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had poor visualization due to conical tip. Same device was used to continue with the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).